Event description:
It was reported that barbs were found on the mst guide wire. The device was not used a patient.

Manufacturer narrative:
The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed a slight bend in the guidewire near its distal end. The core wire was observed to be intact during tactile evaluation. A microscopic observation revealed one of the coils at the proximal tip of the guidewire was disjointed and disconnected from the weld tip. Both weld tips were observed to be present and connected to the core wire. While the exact cause of the damage observed in the returned guidewire is unknown, possible causes include manipulation prior to or during attempted use. A lot history review (lhr) of recn0627 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn0627 showed one other similar product complaint(s) from this lot number. Device not received.

Event description:
It was reported that barbs were found on the mst guide wire. The device was not used a patient.